Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. Javascript:resize flexelement('investigation - evaluation', 'investigation - evaluation', false, false) the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vc/organ perforation, tilt, thrombus, pain, depression. 20 devices in lot. No relevant notes on work order for neither device lot nor filter lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Patient codes: pain (1994)- not listed in IFU. Device codes: difficult to remove (1528)- listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges failed filter retrieval attempt. The patient further alleges occasional pinching pain in the area where the filter is, becoming easily winded and depression.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 due to deep vein thrombosis (dvt) via the right and left external iliac veins. Patient allegedly received a non-cook filter via the right jugular vein on (B)(6) 2007 for post pulmonary embolism. Patient is alleging vena cava perforation, organ perforation. CT report, (B)(6) 2018: 2 adjacent filters as described. The more superior filter tip at inferior aspect of the renal vein confluence. Slight anterior tilting of apex. Abuts anterior wall of inferior vena cava. Extension of struts, the greatest 7mm posteriorly and to the left without abutment of adjacent structures. No fractured strut visualized. The more cauded filter is immediately adjacent with slight rightward tilting of ape abutting right anterior ivc wall. No strut fracture. Multiple struts extend through the lumen, the greatest extending approximately 1 cm to the left and projecting over right side of the aorta. Thrombectomy, (B)(6) 2015, successful re-establishment of sluggish flow through the bilateral iliac veins and ivc after extensive mechanical thrombectomy overnight thrombolysis. Chronic appearing thrombus still remains within the lower ivc and bilateral iliac and femoral veins, but further chemical thrombolysis could not be performed at this point because of decreased serum fibrinogen. Thoombolysis, (B)(6) 2015:occlusive bilateral femoral, iliac and caval thrombus. Venogram, (B)(6) 2015: occlusive thrombus present within the distal IV with filter is embedded within it. Unable to remove upper filter because of these thrombus. (B)(6) 2015, CT abdomen and pelvis: findings are non-specific although probably related to venous congestion secondary to recent ivc thrombus. (B)(6) 2015, CT abdomen and pelvis: findings most consistent with occlusion of the inferior vena cava with distension of the inferior vena cava and both common iliac veins.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that [pt] received a cook gunther tulip filter on (B)(6) 2015. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.